Manufacturer narrative:
Intuitive surgical, inc. (Isi) has made multiple attempts to obtain additional information regarding the reported event and the instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci si surgical procedure, slivers or hair like fibers broke off of an unknown da vinci surgical instrument and fell into the patient. The fragments were retrieved; however, the site is uncertain if all of the fragments were retrieved. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
On (B)(4) 2013, intuitive surgical received medwatch report (B)(4) from the FDA. The event details are provided below: during robotic case, the end of the prograsp forceps instrument (while inside of the patient) had shivers or shreds of wire separating from the actual instrument. There were also more slivers inside of the patient not attached to the instrument.